Event description:
The customer reported that monitor was damaged from fall. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that monitor was damaged from a fall. No patient's harm was reported. The initial information from the customer's call gives no indication that this monitor damage involved a failure of a mounting solution. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.